Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was damaged; there was a nub missing and the housing was damaged. The pump event log had no related findings. Functional testing included use testing. The missing nub on the downstream occlusion sensor was determined to be the cause of the "no disposable" alarm. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to a missing nub on the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "no cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.